Event description:
Since the system was implanted home monitoring has sent an alert for low shock impedance four separate times. Each time they bring the patient in and perform testing which yields normal shock impedance around 60 ohms. (B)(6) 2014 - we were notified that this lead was explanted on (B)(6) 2014 because home monitoring continued to send low shock impedance reports. This lead has not been returned.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and electrical inspection. The analysis of the lead revealed a rubbed through insulation at approx. 25 cm distal to the is-1 connector pin. The coating of the conductor cable to the rv shock coil was found damaged in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.